Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with support, and confirmed that error did not reappear and sensor session successfully restarted; no additional follow-up information was received.